Event description:
It was reported that an unknown number of clearlink continu-flo sets were received with the white roller missing from the inside of the blue roller clamp. This malfunction was reported to be identified before use. There was patient no involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial investigation confirmed the reported condition. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned sample identified that the white roller was missing from the blue roller clamp. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.